Event description:
A caregiver reported, that the customer received a "replace sensor" error message. On the adc freestyle libre sensor, after (B)(6) days of wear. The customer experienced symptoms described as ¿sweat, cold, and a loss of consciousness¿. And was unable to self-treat. However, no further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4: (expiration date) has been updated, based on returned product download. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A caregiver reported that the customer received a "replace sensor" error message on the adc freestyle libre sensor after 10 days of wear. The customer experienced symptoms described as ¿sweat, cold, and a loss of consciousness¿ and was unable to self-treat however, no further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer received a "replace sensor" error message on the adc freestyle libre sensor after 10 days of wear. The customer experienced symptoms described as ¿sweat, cold, and a loss of consciousness¿, and was unable to self-treat, however, no further details were provided. There was no report of death, or permanent impairment associated with this event.